Event description:
Event description guidant received information that an issue occurred during the implant procedure. To implant a left ventricular lead this balloon catheter model 6746 was inserted. During the procedure a dissection occurred. The physician went ahead with the procedure but the lead was difficult to place. The physician elected to defer the procedure to the next day.